Event description:
The ecp reported the pt was wearing a conventional contact lens and was switched to acuvue advance. On the third day of wear the pt complained of pain and photophobia, was seen in the office and according to the ecp was found to have a 5 to 6mm central corneal lesion that appeared similar to, but not exactly like, a corneal erosion. The ecp did not know etiology of the lesion. The pt's va was 6/9 (20/30) without correction. The pt was referred to an ophthalmology clinic for treatment. Additional info is not available at this time.